Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the hospital. Blood glucose value at the time of admission was over 600 mg/dl; current value is 305 mg/dl. The customer states that the insulin pump has been alarming no delivery. Customer was unable to troubleshoot. He experienced numbness in his arm and chest pain. He was done and electrocardiogram and given insulin injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Nurse called on (B)(6) and reported that the customer was transferred to another hospital on (B)(6) and had open heart surgery due to problems with his stints and was still hospitalized. Customer has stopped using the insulin pump since (B)(6). He would reconnect and monitor his blood glucose. Customer was offered to get the device replaced but he declined.